Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that approximately five minutes after turning on the subject device, during a diagnostic upper gastrointestinal procedure, the power would turn off, and would turn on again after a few minutes. The procedure was completed with the same device with a delay of approximately three to five minutes, due to the issue. There was no patient or user injury reported as a result of the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported power issue, and found that it was due to a faulty circuit board. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.